Event description:
User reported false positive result (B)(6) 2021. Negative rapid antigen test the same day. Asymptomatic. Fully vaccinated

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result (B)(6) 2021. Negative rapdid antigen test the same day. Asymptomatic. Fully vaccinated